Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) performed 2 to 4 compressions and then stopped. The customer restarted the platform and similar issue occurred over and over again. The customer performed manual CPR. Patient's status information was requested but the customer did not provide a response.